Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient failed to charge the ipg as recommended. As a result, the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Surgical intervention may occur later to address the issue.